Event description:
It was reported that the patient experienced a ventricular tachycardia (vt) and ventricular fibrillation (vf) storm, for which they received multiple appropriate shocks. It was noted that during the episodes, the patient received a lead integrity alert (lia) for high rate non-sustained episodes and short v-v intervals. It was also indicated that all right ventricular (rv) lead measurements were normal, and stable. No interventions were taken and the lead remains in use. No patient complications have been reported as a result of this event.